Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil and rv (right ventricular) defibrillation coil were beyond the expected upper range. There was one patient alert for svc (hvx) lead impedance equal to 154 ohms on 2013 (B)(4) and the daily pace lead trend data shows an increase for the hvb and svc from 65 to 154 ohms and peaked between 2013 (B)(4) and 2013 (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD).  (B)(4).

Event description:
It was reported that there was an alert triggered for high superior vena cava (svc) and right ventricular (rv) defib lead impedance. It was further noted that there was unstable pacing impedance in the rv lead and possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.